Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in october 2022. However, the exact date is unknown. Based on the results of the investigation, the definitive root cause of the expired syringes could not be determined. The instruction manual identifies the following verbiage associated with the phenomenon: ¿do not use the instrument after the expiration date displayed on the sterile package. Doing so may pose an infection control risk or cause tissue irritation.¿ olympus will continue to monitor field performance for this device.

Event description:
Hold for tg 6.16 an olympus representative reported on behalf of the customer that the single use aspiration needle na-u200h-8022 expires in august 2023, but the aspiration syringes expired on april 30, 2023. The event occurred during maintenance. There was no patient or procedural involvement with the event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.